Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During evaluation the central processing unit board was found to be damaged. The cause of the condition was not determined. No repairs have been performed as the device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.